Event description:
Caller reported blood glucose results of 123 mg/dl on the aviva system and 284 mg/dl on a professional system within 10 minutes. Customer reported no symptoms or adverse event relative to these discrepancies. Strips not available for return, replacement system sent.